Event description:
It is reported that the patient dislocated and a closed reduction was preformed.

Manufacturer narrative:
Evaluation summary: it is reported that bi polar head was used with a m/l taper stem with kinectiv. Zimmer compatibility chart for this combination of devices is not recommended, and this would be considered an off-label use of this product as indicated on the packaging insert. Evaluation: the device history records for the implants were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.